Manufacturer narrative:
Block h2 (correction): block h6 (device code) has been updated based on the information that was identified on 9jul2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the ligator unable to deploy the ligation band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the ligator unable to deploy the ligation band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.